Event description:
This is a spontaneous case report received from a regulatory authority (case# mw5045158) in united states on 19-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. After several years trying to narrow down why her health was going downhill it was essure coils. She had migraines that landed her in the emergency room; joint pain, tooth decay, unexplained injury to my ankles and knees back; shoulder pain, insomnia, dizzy spells, stomach pains, pelvic pains, pain through her left side, bloating, very heavy bleeding with large size clots, brain fog, depression, anxiety, trouble functioning on a daily basis and was unable to help a sick child, ganglion cyst, arthritis, ra symptoms (understood as rheumatoid arthritis), autoimmune issues, low vitamin d and blood cell count irregular. The consumer reported (B)(6) 2015 as explant date. She also mentioned the seriousness criterion hospitalization and other serious but not specified and/or assigned to one of the events. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced very heavy bleeding with large size clots (interpreted as genital bleeding). This event is serious (hospitalization was considered, however the reporter only mentioned it as event outcome and did not specify it) and listed in the reference safety information for essure. In this case, it was reported that essure was removed. Based on the nature of the event, a causal relationship with suspect insert cannot be excluded. Due to device removal, this case was regarded as incident. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 07-nov-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced very heavy bleeding with large size clots (interpreted as genital bleeding). This event is serious (hospitalization was considered, however the reporter only mentioned it as event outcome and did not specify it) and listed in the reference safety information for essure. In this case, it was reported that essure was removed. Based on the nature of the event, a causal relationship with suspect insert cannot be excluded. Due to device removal, this case was regarded as incident. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.